Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Reporter telephone: (B)(6). Review of the most recent repair record determined the unit was found to be out of calibration and the motor speed was low. The motor, handpiece switch, bearing pack, seal, reciprocating arm, and harness plug assembly were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for yearly calibration. The event timing was not during surgery. There was no impact to the patient as there was no involvement. The investigation found the motor was running inconsistently. No further event information available at the time of this report. There is no additional information available.